Manufacturer narrative:
The device was manufactured december 19, 2016 ¿ december 21, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted a thin line approximately 6.9 mm in length on the outer surface of the inflated bladder. A functional flow test was performed, and no evidence of rupture or leak was found on the bladder during the functional flow test. The cause of the condition could not be determined. The line on the outer surface of the inflated bladder did not have any impact on the functionality of the device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a scratch mark on the reservoir of a small volume intermate device. This occurred after filling with tobramycin. There was no patient involvement. No additional information is available.